Manufacturer narrative:
Based on the current information provided, the root cause of the intraoperative failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, both fenestrated bipolar forceps instruments (part #471205-17; lot #s k14211216-0319 and k12220124-0526) used in the case have been used in subsequent procedures. Furthermore, a review of the site's complaint history does not show any complaints filed against the instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted colorectal procedure, the surgeon was unable to control the fenestrated bipolar forceps instrument while swapping between consoles. At an unclear time during the event, an unspecified injury to the bowel occurred. The surgeon repaired the bowel injury. The emergency key was used to release the instrument. At this time, the cause of the customer reported failure mode and operative complication is unknown.

Event description:
During a da vinci assisted colorectal surgical procedure, it was reported that the surgeon was unable to control the fenestrated bipolar forceps instrument when swapping between consoles. The staff used the instrument release key (irk) to successfully open the jaws of the fenestrated bipolar forceps instrument. However, at some point during the event, an unspecified bowel injury occurred as the instrument was grasping the bowel. As a result, per the initial reporter, unplanned medical intervention was rendered. An intuitive surgical, inc (isi) technical support engineer (tse) reviewed the system logs but found no related errors. The site completed their next procedure without any issues. Isi followed up with the isi clinical sales representative (csr) who corresponded with the surgeon and obtained the following additional information regarding the reported event: the instrument was inspected prior to used and no damage was noted. When the issue occurred, the instrument was clamped on bowel tissue and an unspecified recoverable fault was generated. An irk was used to successfully open the jaws and release the tissue. The system was in a faulted state when performing the manual release. Although there was no unexpected tissue removal, an unspecified bowel injury occurred which was repaired with sutures by the surgeon. In addition, it was noted that there was minimal blood loss which required no blood transfusion. The instrument was attempted to unclamp/release clamp however, the instrument jaw motion did not match the action intended from the surgeon. The issue persisted and required an instrument exchange. The patient was reported to have no post-operative complications and the event has no adverse patient impact. The patient is currently stable and has been discharged. The instrument has been discarded.